Event description:
Balloon rupture balloon rupture during procedure, perfusionist added some volume during the case, perfusionist was different than the one that normally handles this doctors mis cases.

Manufacturer narrative:
Aortic catheter clamp. Became aware of event: 2009. No consequences or impact to patient. Balloon rupture device not returned.

Manufacturer narrative:
Evaluation summary: results: customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Unit is sent to accellent for further evaluation. Visual inspection. Results: the balloon was visually inspected under 10x magnification and only a small portion of the burst edge could be seen. The balloon is full of dried blood and fluids and a portion of the balloon has stuck together onto itself. The part that can be seen is smooth in appearance and is consistent with balloon study balloons that had been punctured with a needle. The entire catheter was visually inspected and there are no other defects detected. The device could not be functionally tested because there is too much blood and dried fluids to allow the water to flow. There are no other defects detected with this device.